Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (aviva system), is related to case with patient identifier (B)(6) (guide system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 22.8 mmol/l (guide meter) and 10.4 mmol/l (aviva meter). No adverse event reported. Return of the suspect device was requested for evaluation.